Event description:
The following was reported to hamilton medical ag: per biomed, hospital staff says that during ventilation the screen just went blank/black and started alarming and could not be turned off. Removed patient from defective device and placed on another. No patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: per biomed, hospital staff says that during ventilation the screen just went blank/black and started alarming and could not be turned off. Removed patient from defective device and placed on another. No patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.